Event description:
It was reported that the customer was hospitalized with seizures. It was stated that the customer's mother was forgetting to lock her son's insulin pump after delivering a bolus, leading to the hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.